Event description:
It was reported that low, out of range impedances were measured on the patient¿s device. It was noted that an electrode combination of 0 and 1 were measured at 34 ohms. It was noted that c0 was 912 ohms and c1 was 864 ohms. It was further noted that the patient was difficult to program. . It was further noted that the patient was ¿not responding and still fluctuating.¿ it was noted that the patient was programmed on double monopolar to control her parkinson¿s disease and dyskinesia it was noted that the patient was experiencing ¿severe parathesia.¿ it was noted that an x-ray was performed and the lead was in a ¿good¿ position. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).